Event description:
It was reported, company rep received an implantable pulse generator (ipg) that he was unable to recharge. Company rep believed it was a short dated battery that was discharged. Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Final device analysis revealed reliability non-conformance on ipg lot# nkf718341h. The ins was received in an unopened shrink-wrapped sealed box. There was no telemetry. After removing it from the box, it was checked for output. There was no output from any electrode pair. The ins did not sync with an ultra pt programmer. A normal recharge started manually after one physician mode recharge. It was recharged to full and the initial review and trace report were obtained. There was good stable output on each electrode pair at the returned settings. There was good stable output on every electrode pair referenced to the #0 electrode. The output matched the programmed settings. There were no issues when pressing on the ins can. The ins was in an over discharged state. Based on the trace report obtained from the ins, it appeared that the implant life was started on (B)(6) 2009. There was one program set and the output was left "on" from (B)(6) 2009 to (B)(6) 2010 at which time the battery had deplete to the lock mode. Based on the info in the global supply chain data warehouse, it appears that this device was in the possession of (B)(6) on (B)(6) 2009, and subsequently went to two other reps after the implant bit had been set. The svc life started prematurely.

Manufacturer narrative:
(B)(4).